Manufacturer narrative:
(B) (4). (B) (4). Bleeding. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B) (6) 2009. Concomitantly, the patient underwent a vaginal hysterectomy, a sling procedure, and an abdominoplasty. On (B) (6) 2009, the patient developed secondary post-operative bleeding. The patient was returned to surgery for "evaluation under anesthesia (eua)" and evacuation of a vaginal clot. The vaginal support device (vsd) was removed at the time of re-operation. Careful inspection of all the incision lines demostrated an active bleeding vessel at the apex of the posterior vaginal wall incision. This was both diathermied and sutured resulting in excellent hemostasis. There was no underlying hematoma and therefore, a take down of any of the vaginal wounds was not required. A vsd was re-inserted. The event is resolved. The patient was discharged on (B) (6) 2009.